Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. While trouble shooting with philips tech support found prv cracking pressure a little low, adjusted to 135. Set up per the pneumatic schematic for a 3121 and it passed. The customer reported unit has passed testing and will be placed back into service.

Event description:
The customer called requesting support. The unit was not in use, and no patient/user harm was reported.